Manufacturer narrative:
Additional devices listed in this report: cat spt-090000s rejvenate strght prfit tmzf mod stem size 9 lot code mjl36n; cat nls-381600p lrg tap pri mod nck 16deg 38mm lot code 24902202; cat 2080-0040 gap plate screws lot code mjna32; cat 2080-0035 gap plate screws lot code mhjhnt; cat 2080-0030 gap plate screws lot code mjmp3j; cat 2080-0015 gap plate screws lot code mje3jp; cat 6260-9-140 v40 cocr lfit head 40mm/+0 lot code mjp819; cat 623-00-40g trident 0 deg insert 40mm lot code mjmw6e. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a left total hip arthroplasty on (B)(6) 2011 and was implanted with a rejuvenate modular hip system. It is further alleged that the patient underwent revision surgery in (B)(6) 2011. As per additional information received on 03/05/2015: it was reported that the patient had infection, acetabulum loosening.

Manufacturer narrative:
An event regarding infection involving a tritanium revision shell was reported. The event was not confirmed. Method and results: device evaluation was not performed as no devices were returned. Medical records received and evaluation: the provided medical records were deemed insufficient for clinician review. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. Conclusions: the source of the infection could not be determined because insufficient information was received a CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a left total hip arthroplasty on (B)(6) 2011 and was implanted with a rejuvenate modular hip system. It is further alleged that the patient underwent revision surgery in (B)(6) of 2011. As per additional information received on 03/05/2015: it was reported that the patient had infection, acetabulum loosening.